Event description:
Patient presented with seroma at the ipg site. Physician brought the patient into the or to address the seroma and observed cloudy fluid under the ipg and suspected infection. Physician flushed the pocket with triple antibiotic irrigation, applied vanco powder, removed the ipg, and closed. Physician prescribed antibiotics post procedure and cultured the area. Results of culture were negative. This resolved the issue.

Event description:
Patient presented back to the physician with erosion and exposure of the remaining leads. Physician brought the patient into the or and removed the stimulation and sensing leads. This resolved the issue.